Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be a duplicate of 1825034-2017-02074 / 2077. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Item #unk, unknown femoral head, lot #unk; item #unk, unknown shell, lot #unk; item # unk, unknown liner, lot # unk. (B)(4).

Event description:
It was reported that a patient was identified in a journal article that had a radiolucency in greun zone 1 (2a). Attempts have been made and additional information is unknown at this time.